Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a thoracic aortic dissection. (B)(6) were implanted into zones 3 <(>&<)> 4. Technical success was achieved.  It was reported that about 18 months later, the patient expired due to an unknown cause. The patient had previously not been responding to contact attempts.  The site assessed the death as possibly related to the device, not related to the study procedure as possibly related to the dissection under study. The medical monitor assessed the death as not related to the study device, study procedure or dissection under study. The cec assessed the death as not related to study device or procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: vnmc3131c182tu, serial/lot #: (B)(6), ubd: 25-mar-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.